Event description:
The report received from the study indicated that the patient was included in the study and had a cypher select 3.0 x 13 mm stent implanted in the proximal right coronary artery (rca). Approximately one-year and three-weeks after the index procedure, control coronary angiography was done during the follow-up period and revealed an in-stent -restenosis (isr) of previously implanted cypher select stent. The patient was not symptomatic. The restenosis was treated by balloon angioplasty using an abbott vascular 3.0 x 10mm balloon. The relationship of the event to the study device and procedure was reported to be highly probably. The event outcome was reported to be ongoing. The patient was discharged the day after the re-intervention. No additional information was available.

Manufacturer narrative:
The target lesion for the index procedure was proximal rca. The lesion was reported to be: smooth, concentric, readily accessible, an angulations of greater than 45? And less than 90? (>45? And <90?), moderately calcified, 8 mm in length, no bifurcation, and vessel diameter of 3.0 mm. A cypher select 3.0 x 13 mm stent was implanted at 16 atm via direct stenting. The patient's medications at baseline were: clopidogrel, statins, beta-blockers, diuretics, and ace1/spartans. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.